Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging transmitter out of range alerts (cs 206) were received for more than 3 hours. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitor data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.